Event description:
It was reported to lifecell that the pt underwent bilateral mastectomy with immediate reconstruction with tissue expander and alloderm implantation on (B)(6) 2012. Postoperatively, she had continued drainage through the jp drain in the left breast. She presented 5 weeks post-operatively with complaint of redness in the left breast. The drain was removed and cultured. Cultures were reported (B)(6). The pt underwent surgical irrigation bilaterally on (B)(6) 2012. One week later, the pt present with recurrent wound drainage. She was taken to the operating room on (B)(6) 2012 for removal of implant/alloderm bilaterally. The specimen was not returned to lifecell. Investigation into alloderm lot b41608 and b43098 included as follow: review of the donor eligibility and recovery records revealed no remarkable findings. Review of microbiological testing records for incoming skin with a confirmation of no growth in culture for lcti 93562/b41608. Review of microbiological testing records for incoming skin confirms no pathogenic organisms (as defined by (B)(6)) identified in culture for lcti 105443/b43098. Propionibacterium species was identified. Review of microbiological testing records for final product with a confirmation of no growth in culture for lots b41608 and b43098. Review of the lot processing records with no remarkable findings. There were no nonconformances or deviations that could impact product safety. Review of environmental monitoring records confirms that no em excursion or unexpected events were encounter in the relevant processing areas during processing of these lots that could affect product quality. Review lots that could affect product quality. Review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. As of (B)(6) 2012, there were no other complaints reported to lifecell against lots b41608 and b43098. As of (B)(6) 2012, there were total 152 grafts distributed from lots b41608 and b43098 including 20 grafts reported as implanted per returned (B)(6). Lifecell concludes that the event is unlikely related to alloderm. The tissue recovery partners were queried for other complaints against the donor lots. There was no other complaints receiving from other processors. The donors were the "skin only" donors. Concomitant medical products and therapy dates: pt is treated 6-8 weeks with oral cefadroxil. (B)(6).